Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4) applies to lead (lot# unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient mentioned the wires were unbearable. A day later, the patient reported having a couple of accidents as a result of taking laxatives, and has been in bed due to taking steroids. They also felt the urge to void, but was unable to void. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID :3057, lot# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on (B)(6) 2017 reporting patient weight at the time of the event to be (B)(6). The device information of the external neurostimulator (ens) was unavailable. The patient had pre-existing urinary retention and was being evaluated for urinary retention. It was reported that the interstim trial was an intervention performed to try to resolve the urinary retention. It was confirmed that this was a standard of care for the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.